Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: initial reporter is a j&j sales representative. A review of the device history record has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 during an unknown surgery, surgeon went to tighten inserted device and it just kept spinning and would not tighten. Secondary set was used. Procedure completed successfully with no surgical delay. Patient outcome unknown. This complaint involves one (1) device inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: 359.219, lot: 20p7012, manufacturing site: haegendorf, release to warehouse date: october 30, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that one of the security pins of the inserter for ti elastic nails was observed detachment/loose at the inserter. A dimensional inspection for the inserter for ti elastic nails was unable to be performed due to basic dimension are irrelevant to the complaint condition. This failure is likely the result of instrument disassembly for sterile processing. The complaint condition was not able to be replicated as the chuck will not open or close without teeth. A functional test was unable to perform due to the device condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inserter for ti elastic nails would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.